Event description:
It was reported that the implantable cardiac defibrillator was not programmed off prior to non-device related surgery. The device exhibited oversensing due to electric cautery and delivered an inappropriate shock. It was noted to have a false alert of possible high voltage circuit damage since there was no problem with the high voltage circuit. Capacitor maintenance was performed properly. The patient was in stable condition post procedure.